Manufacturer narrative:
Additional information has been requested and if received, will be provided in the supplemental report upon completion of the investigation.

Event description:
Patient had a hip revision surgery on (B)(6) 2016. Removed securfit stem, 40 biolox head, univ sleeve, tritanium revision cup, screw, and trident 40mm liner. Patient had a periprosthetic fracture of the left primary hip on (B)(6) 2015.